Event description:
AED prompt indicated that pads were not properly placed. Responders attempted to re-apply 3x, and prompts continued. (B) (4).

Manufacturer narrative:
Device internal memory reviewed. Device labeling provides info regarding potential reasons for pad contact issues (dry skin, excessive body hair, oily skin, etc.) Report is being filed due to the potential for delay of therapy.